Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Post operatively the patient returned for a dressing change and the device came off. The physician used a different topical skin adhesive to close the incision. There was no adverse patient consequence reported.